Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. The filter remains implanted. Therefore, a device eval could not be performed. The investigation is currently underway.

Event description:
It was reported that a pt presented to the emergency room complaining of back pain after sustaining a fall approximately 13 months post filter implant. CT imaging incidentally demonstrated that two of the ivc limbs had detached from the rest of the filter. Reportedly, one limb was in the ivc approximately 2 cm distal to the ivc filter and the other was present at the same level of the filter. An attempt to remove the filter and detached limb was not performed. No report of injury to the pt.